Event description:
Second time that the same problem has happened. Each time, the malem alarm got hot when we put batteries in the alarm. The alarm device malfunctions and gets so hot and then batteries leak out on to the body. How can this happen twice? These are brand new alarms? My son burnt his finger trying to remove the alarm from his body the first time and we decided to just test it the second time around. We thought that it was a faulty device, but this device has some problems.